Event description:
It was reported by the affiliate that when the device was used during a thoroscopic esophagectomy procedure, it did not staple and the cartridge fell out of the device when the locking trigger was released. The case had to be converted to an open procedure in order to complete. No further consequences to the pt are known at this time.